Manufacturer narrative:
The following device was also listed in this report: delta v-40 ceramic head 28/0; cat#6570-0-128; lot#47540601. It cannot be determined if any of this device may have caused or contributed to the patient's experience. A review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
As reported: "[patient's left hip] was revised for pain".